Event description:
Implant date: 1989. Revision surgery on 11/07/1991 to repair a pseudomeningocele. It was noted that the device was solid. Patient was in a mva and injured lower back. Revision surgery on 07/28/1993 in which device was removed from the right side. It was noted that fusion was stable. The rest of the implants have not been reported to be explanted.